Event description:
It was reported that: valve difficult to push through on 18fr manta. Completed with this device. Additional information: during a tavr procedure on the (B)(6) 2023, there were no issues advancing or withdrawing procedural sheaths. There was no buckling or bending of procedure sheaths. There was severe resistance met with attempting to advance the bypass tube. The patient had no harm or consequence and was reported as fine post procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, no issues were encountered in advancing or withdrawing the procedural sheaths. Following a tavr procedure, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 18f manta device was removed, and a second 18f manta device was opened, and deployed without complication, achieving hemostasis. The patient did not experience any harm, injury, or consequence due to this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: valve difficult to push through on 18fr manta. Completed with this device. Additional information: during a tavr procedure on the (B)(6) 2023, there were no issues advancing or withdrawing procedural sheaths. There was no buckling or bending of procedure sheaths. There was severe resistance met with attempting to advance the bypass tube. The patient had no harm or consequence and was reported as fine post procedure.